Event description:
(B)(4).

Manufacturer narrative:
On 13 october it was finally confirmed that the items are not available for evaluation. On 13 october 2015 it was prepared a final report with the information already submitted in the initial report. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on july 31, 2015: lot 150126: (B)(4) liners manufactured and released on april 14, 2015. No anomalies found related to the problem. To date, (B)(4) liners of the lot have been already sold without any similar reported issue. Lot 147336: (B)(4) heads manufactured and released on february 11, 2015. No anomalies found related to the problem. To date, (B)(4)heads of the lot have been already sold without any similar reported issue. On (B)(4) 2015, we were informed that the pathogen is an e. Coli.